Event description:
Customer reported via phone call that insulin pump did not go into threshold suspend when blood glucose went low. Customer reported to have calibrated and blood glucose was between 50 mg/dl and 80 mg/dl overnight and threshold suspend is set at 80 mg/dl. During troubleshooting, data table did show that insulin pump did suspend but it did not record in the sensor alert history. Customer was advised to monitor insulin pump and to call should issue persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.